Manufacturer narrative:
Patient information: unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.5/1.0/85 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a same size lens implanted vertically and the problem was resolved. Reportedly, "changed from ear-side fixed to vertical fixed." Cause reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot should be added to the initial MDR. Claim # (B)(4).